Event description:
The pt reported experiencing elevated blood glucose of 360 mg/dl due to insulin leakage between the infusion set headset adhesive and the cannula. The pt bolused through the infusion device and injected insulin via syringe to lower blood glucose. Normal blood glucose is 80-140 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.